Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was due to a breach in aseptic technique (not further described). It was reported that the patient was not hospitalized for the event. The dose of treatment with vancomycin and ceftazidime is 1gm and is ongoing. At the time of this report, the patient has recovered from the event. It was reported that the patient has been retrained from the proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin and ceftazidime (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.